Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm was reading 46 mg/dl (no bg comparison done at this time). The patient self-treated with a glucose tablet and 2 spoonsful of sugar. After a few minutes, the cgm began reading low mg/dl. The patient experienced lethargy and weakness. At this point, the patient called emergency medical service (ems). Once ems arrived, the patient was immediately given ¿glucose syrup¿ in response to her cgm reading of low mg/dl. After treatment, ems took the patient¿s bg via fingerstick several times. The bg meter readings were as follows: 139 mg/dl, 132 mg/dl, and 190 mg/dl. The cgm continued to read low mg/dl throughout the event. Ems transported the patient to the hospital. The patient was still under observation at the hospital during the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the b, c zone of the parkes error grid after treatment provided by ems. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.